Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports broken hub: a pharmacy reported that of the concerned xeplion syringe solution run out on the sides. It didn't go through the needle - gluteal 1,5¿/grey hub.